Event description:
This is the first of two reports (same patient, same user facility, similar device). This report is in reference to the 1104b (olm intracranial pressure monitoring kit). It was reported that when the surgeon inserted the 1104b (olm intracranial pressure monitoring kit) during a decompressive surgery, it did not measure pressure. The surgeon then used a 1104bt (intracranial pressure / temperature monitoring kit) from the facility's stock but it also did not measure pressure. The staff tested both catheters and found the 1104b defective but 110-4bt seemed normal. There was no patient injury. Patient condition was reported as "no change". Additional clinical information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident hs not been received for evaluation. An investigation has been initiated based upon the reported information.